Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the one of the screws on the bottom of the right side of the shock absorber assembly fell out.